Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and pacing inhibition. The pacing inhibition was noted to be about 1-2 seconds, but reportedly it could be longer during other events. The impedance and thresholds were both noted to be within normal limits. Noise was reproducible when the patient put their arm across their chest. This device system was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.¿ this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).¿